Event description:
It was reported that the patient had a CT scan done and when he went to see his doctor, the pump logs showed that a stall had taken place. The patient wanted the pump checked by a manufacturer representative. The patient had an appointment for a CT scan the morning following the report. The patient stated that the CT scan was not related to the pump. No patient symptoms were reported. Patient outcome was not provided. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that following the patient¿s CT scan, the motor stall had recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).